Event description:
The reporter stated that she did a meter to hcp meter comparison test, about 1/2 hour apart. Her meter read 432 mg/dl, and the hcp meter had a result of 184 mg/dl. She did not have any symptoms. On follow-up, the reporter stated that she saturates and overflows the pink square on the test strip. The lifescan representative reviewed pipet use, and qc procedures, especially the testing technique, with the reporter.